Manufacturer narrative:
During testing, corrosion was noted on the battery door, middle printed circuit board and battery compartment of the device. The cause of the corrosion was leakage from the disposable aa batteries. As indicated, this device had been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device would not turn on with ac or dc power. This does not indicate a reportable malfunction. However, during verification testing at the service center corrosion from battery leakage was noted in the battery compartment and battery door of the device.